Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, g3, g6, h1, h2, h3, h6, and h10 the device was not returned for further evaluation. A photograph of the locking collar was provided however a fractured locking screw cannot be identified. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical product: oss cmntd prox tib stem 15x150, item# 150447, lot# 403160. Mod arthro nl 3cm elip cnctr, item# cp260608, lot# 029880. Mod arthro 0 deg lck collar, item# cp260600, lot# 280030. Mod arthro nl 3cm elip cnctr, item# cp260608, lot# 119640. Oss cmntd prox tib stem 11x15, item# 150445, lot# 723840. Oss cmntd prox tib stem 13x150, item# 150446, lot# 133100. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a screw fractured off in a collar with torque wrench. Attempts to obtain additional information have been made; however, no more information is available.